Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was no returned for evaluation. The review of the provided log file revealed some events captured on 11mar2019, 09jan202 and 03may2022. There was no pump connected to the controller, the fixed speed was 6000 rpm and adjusted to 9800 rpm on 03may2022. The data that appears to be associated with the reported event revealed that the pump was connected on 30oct2024 at 18:00 and normal operation was recorded until the last recorded entry (04nov2024 at 08:17). The voltage levels indicated that the system was powered by 14v batteries and a power module. The serial number was not provided. Heartmate ii patient handbook, rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, rev b cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had several red hazard alarms on (B)(6) 2024. Additionally, their flow and power parameters seemed a bit higher than normal. Log files were downloaded and revealed that phase b was a bit out of range in comparison to the other phases which were still congruent in the course. On (B)(6) 2024 the power and flow parameters increased suddenly very much, and the pump could not maintain pump speed at 4:07 pm. These events occurred on power module support. The phase graphics showed a completely untidy phase c. The flow calculation was completely out of range and on the monitor, the three + symbols were seen intermittently. The power increased to 12 watts (w) and was fluctuating very much. Evaluation and investigation of the driveline showed an abnormal behavior near to the connection to the system controller. According to the perfusionist the "connector of the driveline made a weird sound and the parameter raised up to 10-12 w and abnormal flow calculation up to 3 + symbols occurred." During this time the system controller also got very hot. When the 10 centimeters of driveline near the system controller connector was manipulated, the occurrence disappeared, and the parameters went back to more or less normal values. The system controller was exchanged but the issue recurred. The system controller was exchanged back to the original. The patient was doing fine but would stay in the hospital for further evaluation. X-rays were taken and the driveline appeared to make a sharp curve internally. Some areas externally looked stressed. According to the perfusionist, the entire percutaneous lead was taped during the course of last year, but only due to damages in the outer layer. Further decisions were being discussed. The patient remained on battery power. Additional information was received that the patient was having driveline fault alarms. They underwent a driveline repair and were swapped to a new system controller and driveline without issue. The patient had an active infection. Follow up log files had no further alarms.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller was no returned for evaluation. The review of the provided log file revealed some events captured on 11mar2019, 09jan202 and 03may2022. There was no pump connected to the controller, the fixed speed was 6000 rpm and adjusted to 9800 rpm on 03may2022. The data that appears to be associated with the reported event revealed that the pump was connected on 30oct2024 at 18:00 and normal operation was recorded until the last recorded entry (04nov2024 at 08:17). The voltage levels indicated that the system was powered by 14v batteries and a power module. The serial number was not provided. Heartmate ii patient handbook rev b, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, rev b, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii patient handbook, rev b cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that after the patient was placed on battery power they did have one yellow wrench advisory alarm. Afterwards no more issues were seen on battery power. The patient's infection was from erysipelas. They had a red rash and swelling. The patient received antibiotics. The patient passed away on (B)(6) 2024.